Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found hairlike fibers, dust-like contamination in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes contamination were external to the device. There was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint of the device having burning odor and device gets too hot. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged device smelling like burning and getting too hot. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer